Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that serious injury occurred with a pegasus bl 22ga x 1.00in prn-cap y. The following information was provided by the initial reporter, "the catheter was placed on the same day with medicine suppressed intraocular pressure. It's noticed on the 3rd day after placement that the penetration point was red with pain. The catheter was removed immediately. The patient was given physical treatment, also medical treatment when needed. The symptoms disappeared the next day."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 6326367. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that serious injury occurred with a pegasus bl 22ga x 1.00in prn-cap y. The following information was provided by the initial reporter, "the catheter was placed on the same day with medicine suppressed intraocular pressure. It's noticed on the 3rd day after placement that the penetration point was red with pain. The catheter was removed immediately. The patient was given physical treatment, also medical treatment when needed. The symptoms disappeared the next day."